Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had exposed wires. The procedure outcome is unknown but there was no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.